Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was stated that the customer was not sure what her blood glucose was, stated all she can remember was seeing a 4, so she feels like her blood glucose was somewhere in the 400.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 4 mg/dl at the time of the incident. The customer stated that they were having trouble with the insulin pump. It timed out of insulin delivery and the blood glucose was running high. The customer declined troubleshooting for high blood glucose. The customer did not noticed the high blood glucose until 2 hrs later. The customer stated that it did not vibrate to let them know. The device will not be returned for analysis.